Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient's chronic transvenous right ventricular (rv) rate/sense lead was laser explanted due to pacing impedance measurements of less than 200 ohms, and oversensed noise leading to multiple inappropriate shocks.

Manufacturer narrative:
The physician elected to utilize the rate/sense portion of the patient's chronic rv defibrillation lead, and no new rv rate/sense lead was implanted. The explanted rv rate/sense lead was returned for analysis. Analysis of this rv rate/sense lead was performed at our post market quality assurance laboratory. The lead was severed at explant, and both segments were returned. Final analysis of these lead segments was unable to confirm the clinical observations. This event will be updated if any additional information becomes available.